Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that catheter issue occurred. The target lesion was located in the severely tortuous and severely calcified left anterior descending artery (lad). An opticross imaging catheter was selected for ultrasound examination. During the procedure, the catheter wire twisted after being caught on a calcified lesion. The procedure was completed with another of same device. The patient was in good condition.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that catheter issue occurred. The target lesion was located in the severely tortuous and severely calcified left anterior descending artery (lad). An opticross imaging catheter was selected for ultrasound examination. During the procedure, the catheter wire twisted after being caught on a calcified lesion. The procedure was completed with another of same device. The patient was in good condition.

Manufacturer narrative:
Investigation results: device analysis findings: the device was returned for analysis. Visual inspection revealed that the sheath was kinked, the catheter was entangled with the guidewire cable and the catheter was twisted. Microscopic inspection showed ripples in the imaging window. The guidewire exit port, and the distal section of the tip were in good condition. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Investigation conclusion: this investigation has been assigned an investigation conclusion code of failure to follow instructions. During product analysis, the twisted imaging window and drive cable indicate that the device was advanced into the patient anatomy while rotating, though it cannot be confirmed whether the motor drive unit (mdu) was on or off during insertion. Since the device is not designed to withstand the forces encountered when advancing while rotating, this condition can result in excessive torque buildup, leading to twisting of the drive cable and potential device malfunction. Per the IFU indications, the mdu shall remain off when inserting the device into the patient.

Event description:
It was reported that catheter issue occurred. The target lesion was located in the severely tortuous and severely calcified left anterior descending artery (lad). An opticross imaging catheter was selected for ultrasound examination. During the procedure, the catheter wire twisted after being caught on a calcified lesion. The procedure was completed with another of same device. The patient was in good condition.